Event description:
A customer reported the adc freestyle libre reader no longer charges due to the port being loose, and therefore could not provide glucose values. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms, and other symptoms described as ¿ankles issues, pre-heart attack, swollen breasts,¿ and was unable to treat themselves. Emergency services were called, and paramedics gave customer blood and stated that customer's heart was stressed from pain. However, the customer indicated that this treatment was due to her unspecified health problems, and not low glucose. An unspecified low blood glucose test was obtained on the healthcare meter and the customer was provided oral prednisone pills and additional unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and damage to the usb port was observed. Unable to download the reader¿s log due to the damaged usb port. An extended investigation has also been performed for the reported complaint. The review of dhrs (device history review) for the libre reader indicated that the reader passed all testing prior to release. Event codes showed that the reported complaint was not an out-of-box failure. Therefore, this issue is not confirmed to use due to a damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader no longer charges due to the port being loose, and therefore could not provide glucose values. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms, and other symptoms described as ¿ankles issues, pre-heart attack, swollen breasts,¿ and was unable to treat themselves. Emergency services were called, and paramedics gave customer blood and stated that customer's heart was stressed from pain. However, the customer indicated that this treatment was due to her unspecified health problems, and not low glucose. An unspecified low blood glucose test was obtained on the healthcare meter and the customer was provided oral prednisone pills and additional unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.